Event description:
Acct reports that the tubing split/ruptured during infusion of contrast with a high pressure injector. States they attach the high pressure injector tubing to the extension set which is attached to the IV catheter. The high pressure injector uses approx 100-300 psi of pressure. The extension set is tested only for 45 psi of pressure. No pt injuries have occurred as a result of these reports.